Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem's t:slim x2 g6 user guide, "do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer removed insulin from a previous cartridge and loaded it into a new cartridge, and customer was using apidra insulin. Customer's blood glucose level was 300 mg/dl. Troubleshooting with tandem technical support was performed and determined occlusion to be within the infusion set tubing. Customer changed the infusion set tubing to resolve the issue.